Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The air/water nozzle was flushed with water and air. According to the customer, it could not be confirmed whether there was delay in the start of the pre-cleaning but pre-soaking was performed. However, the customer could not confirm whether the nozzle was wiped with lint-free cloths/brushes/sponges or whether the air/water nozzle was flushed with detergent solution. The customer could not confirm whether there were abnormalities in the reprocessing accessories. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there may have been deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.